Event description:
The customer reported that error code b30 occurred on the subject device during an unspecified diagnostic procedure. The procedure was completed using another similar device. There was no effect on the patient due to the event. The subject device was sent to an olympus service center for evaluation. Inspection and testing also found the adhesive around the objective lens was chipped.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed error code b30 occurred due to a defective connector and plug unit and the adhesive around the objective lens was chipped. In addition, there was crease on the universal cord and video cable due to the resin coming off, the video connector was contaminated due to handling, the distal end was worn, and the adhesive around the light guide lens was discolored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the error code was due to a defective connector and the objective lens glue was likely worn due to physical stress, chemical attach, or chemical stress. The following information is stated in the instructions for use (IFU): ¿operation manual: important information ¿ please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: - 3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories leads to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. - sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, please contact olympus.¿ olympus will continue to monitor field performance for this device.